Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they "absolutely hate this thing" and "this is the worst implant they ever had". Patient stated that they are not getting a relief and are in constant discomfort. Patient stated that they feel the vibration, until they turn the device off and it's driving them crazy. Patient also says that it's an "absolutely horrible device". Patient mentioned that they decreased stimulation as well and have changed to 3 different programs, but it's all the same. Agent offered to walk them through connecting to their ins and make an adjustment. Patient declined and requested a company rep to contact them, or they will have the device removed, and tell everybody in the world until nobody uses it. Patient stated that they can just lay in the bed and still feel the vibration, and that it never worked since the beginning. Agent documented reported events. Additional information was received from the patient. They reported that they clarified "this is the worst implant" as simply doesn¿t work as it should. They still had to take 50 mg daily of myrbetriq for relief. If they turnup the setting to over 0.7 they experience continued vibration more pronounced as setting goes higher, almost to the point of pain. They tried to contact rep in their area but was unsuccessful. They would had asked for reprogramming. The issue was not yet resolved. They clarified the statement, "feel the vibration, until they turn the device off and its driving them crazy" as if they turn it up to over 0.7, the vibration was too much to ignore. The cause was unknown. They leave it on at low settings and hope for the best. The issue was not resolved, but will eventually have it removed. They were dissatisfied with it.